Manufacturer narrative:
It was reported that the o2 gas module was broken. Identification of issue has been done by analyzing problem description. There was no patient harm. According to the information provided by the technician, the o2 gas module was identified as faulty and needs to be replaced. The o2 gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's o2 gas module was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).